Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and verified the failure. The issue was localized to a loose internal electrical connection. The connector was reseated to resolve the issue. The device remains at the customer site.

Event description:
The customer reported a failure to charge. No patient involvement was reported.